Event description:
The customer reported the unit is not working, has artifact on ECG waveform. And is out of service. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit is not working, has artifact on ECG waveform. And is out of service. There was no reported pt involvement. The philips repair bench evaluated the device and no trouble was found. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(6) 2012 the customer has no reported any further trouble with this device.